Event description:
The lay user/pt contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Event description:
Reporter alleged the customer attempted to test on her aviva system but couldn't because of an error she obtained due to using expired strips. Reporter stated that the customer went to the hospital within the next 24 hours when her vision was not well and she felt weak. Reporter stated, she was placed on insulin and kept in the hospital a few days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.